Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 opened and 3 unopened pouches. Analysis and results: (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The closed samples received, have been reviewed according to the pattern template and fulfill the requirements for all dimensions. The closure of the clips in the closed samples received is correct. Thread has not been broken after closing the yellow tip. It is conducted that the clip attachment strength test on the yellow clip after the mounting and the results are 2.62 kgf, 3.82 kgf and 3.05 kgf and fulfill the OEM specifications. Knot pull tensile strength results conducted on the closed samples received are 2.60 kgf in average and 2.50 kgf in minimum and fulfill the requirements of the OEM. Final conclusion: although the results of the samples received fulfil the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia. It has been reported that during surgery, the suture broke in the middle.